Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was implanted into patient as provided by st. Jude representative. After implantation the device was discovered to have expired on prior to implant date. The physician decided to leave device in patient.